Event description:
It was reported that approximately 2 months post implantation of a 3.5x18mm promus stent in a 90% restenosed promus stent in the ostial/proximal right coronary artery (rca), the patient experienced angina and was found to have in-stent restenosis of the proximal rca. Plain old balloon angioplasty (poba) was performed to treat the stenosis, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent was implanted to treat a restenosed stent. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the electronic instructions for use (IFU), are known adverse events associated with coronary stenting procedures. It was reported that the promus stent was implanted inside a restenosed stent. It should be noted that the IFU states: the promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.